Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On september 17, 2007, the lay-user/patient contacted lifescan (lfs) alleging the one touch fasttake meter is giving inaccurate high reading compared to feeling/normal readings. The complaint is classified based on the documentation of the customer care advocate (cca). The patient alleged that the meter gave and inaccurate high result of "249 mg/dl" in 2007, at 9am. As a result of the reported reading, she took 24 unit of 75/25. Sometime after she obtained her alleged high reading, she developed symptoms described as "shaky, weakness, and blurred vision." She administered self-treatment by consuming food/beverage based on her symptoms. The patient was not tested on any other meter at the time of the concern. During the troubleshooting session, the cca verified that the unit of measurement was set correctly to mg/dl, the punctured area was cleaned correctly, and the meter's memory matched with the reported glucose readings. However, the patient was not using the correct testing technique. This complaint is being reported because the patient alleged she developed symptoms suggestive of hypoglycemia after taking insulin following a high reading on the meter. Replacement products were sent to the patient.